Manufacturer narrative:
(B)(4). Batch # r9535n. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Also, there were no "noise issues" as reported. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, during activation, surgeon heard odd sound (big noise) on device's line and jaw. It's sound was so big that surgeon couldn't perform surgery anymore with this device. There was no patient consequence.